Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and produced an electrical smell like burning or a short circuit. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. A review of the complaint history for sn (B)(6) was performed in salesforce which located one (1) similar complaint(s) with the same failure mode for this serial number. Case: (B)(4) machine powered off on its own and will not come back on. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "medstation es - pyxis has no power" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon arrival at the med station, drawer 2.1 was preventing the unit from powering on. After investigation, the fse found that the latch solenoid was swollen and was not allowing the latch plunger to slide properly. The fse replaced the latch solenoid; however, upon powering on, the drawer controller pcb supplied constant power to the solenoid. This condition was determined to be the root cause of the solenoid failure. During dchu visual inspection: pn 119879-01: the unit was received with visible discoloration on the coil cover, indicative of an overheating condition and consistent with a thermal event. No fluid ingress or other anomalies were observed. During dchu testing: pn 119879-01: no testing was required due to evidence of thermal damage with visible discoloration on the coil cover, indicative of an overheating condition. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as a faulty "solenoid 12 vdc hh drawer cubie", pn 119879- 01, which exhibited thermal damage in the coil, leading to a loss of power and consequently preventing proper operation

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and produced an electrical smell like burning or a short circuit. As per part investigation, it was determined that the no power issue was due to a thermally damaged solenoid causing loss of functionality there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was preventing the unit from powering on. A field service engineer (fse) inspected the device and reveal that the latch solenoid was swollen and not allowing the latch plunger to slide properly. The latch solenoid was replaced; however, upon powering on the drawer, the drawer controller pyxis module controller board supplied constant power to the solenoid, which was determined to be the root cause of the solenoid failure. The drawer controller board for drawer 2.1 was subsequently replaced, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and produced an electrical smell like burning or a short circuit. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and produced an electrical smell like burning or a short circuit. There were no delays or adverse events or injuries reported based on this event.